Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, one of the surgeons recently had a case where the implant dissociated inside the patient shortly after the surgery. They planned the revision next week, but the surgeon would like us to send the dissociated implant off for testing to confirm it wasn't an issue with the implant itself. The surgeon requested more information. No further information was provided.